Manufacturer narrative:
Instructed by a maquet representative the hospital team changed the ECG cable and the signal was obtained and therapy was continued. Internal file: (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp was having issues getting ECG. Instructed by a maquet representative the hospital team changed the ECG cable and the signal was obtained and therapy was continued. There was no worries reported concerning the patient outcome.